Manufacturer narrative:
Product complaint #: (B)(4). To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent an unknown procedure in 2019 and the suture was used. It was reported that the packaging does not open properly, contaminating the material. There were no patient consequences reported.